Event description:
The customer reported an issue with the time settings on their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer with updating the pump time and advised them to monitor the situation, instructing them to follow up if the discrepancy recurs. The customer understood and acknowledged the guidance provided.